Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was damaged. Customer's blood glucose level was over 400 mg/dl but her sensor glucose reading was 80 mg/dl. She bolused with the insulin pump and it gave her the dose she needed to correct. The device was not returned.